Event description:
Patient's medical records were received. Records indicate the patient was revised to address a dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds one other reported incidents against the provided product and lot combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records including x-rays were received and reviewed. From a medical perspective, based on the information available, it is not likely the complaint is product related. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.